Event description:
Extremity pack cdex31d opened and discovered the asepto contained within the pack had a brownish substance on the bulb. Pack and contents discarded and new pack obtained. No patient exposure; prior to patient entering operating room. Asepto and packing list saved.